Event description:
It was reported that a caregiver contacted support after being directed by clinical teams to perform a factory reset of the ilet system due to user overtreating hypoglycemia causing algorithm maladaptation; the reset was executed, and the user experienced initial difficulty reconnecting the phone to the ilet, which was resolved with coaching and education. No alerts or alarms and no reported adverse clinical effects. Outcomes included successful reconnection and completion of troubleshooting and education. Investigation included guided remote troubleshooting focused on device setup, connectivity, and user education following a factory reset. Investigation of this case revealed maladaptation of ilet algorithm due to user overtreatment of hypoglycemia, which was resolved through factory resetting the device with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity after factory reset.